Manufacturer narrative:
H6- health effect- clinical code 4581: monocular diplopia. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a produce deficiency did not contribute to the reported difficulties. (B)(4)

Event description:
A facility represented reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injection/delivery into the eye. The surgeon decided to proceed with implanting the damaged lens. In a separate visit the lens was explanted due instability. On the same day, a replacement lens of the same model, length, and power was implanted. It was reported that there was no injury to the patient. The reporter stated "with icl monocular diplopia, after de 2nd surgery ok". Cause of event was reported as unknown.

Manufacturer narrative:
Correction: g4 premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. (B)(4).